Event description:
Endo specialist reported that during a case the metal ring of the probe broke off inside the pt. The doctor was not able to retrieve the piece during the case. X-rays of the pt were taken after the surgery and revealed that the piece was still inside the pt. The doctor has not yet determined if removal surgery will be required.

Manufacturer narrative:
Product has not been returned to MFR for investigation. Additional info will be provided after the investigation is complete.